Event description:
Alleged event: during a laparoscopic cholecystectomy, when the surgeon attempted to apply clips on the cystic artery, the clips came out folded and did not open. He advanced four clips like this and then switched to metal clips. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 73l1400135 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73l1400135 was confirmed with samples received, during visual inspection it was observed that components looked well assembled; however trigger component is pre-activated, a jaw has residues embedded, no stuck clip in jaws. Samples received did not confirm the defect reported by the customer clips came out folded during visual inspection. However an alternate condition was found in the device; embedded residues in jaws. A functional test was performed with embedded residues and a total of 5 clips were released improperly; root cause of the jaws embedded with residues is unknown. Embedded residues were removed and applier was activated newly and 3 clips were loaded, closed & released properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: during a laparoscopyic cholecystectomy, when the surgeon attempted to apply clips on the cystic artery, the clips came out folded and did not open. He advanced four clips like this and then switched to metal clips. The patient's condition was reported as fine.